Manufacturer narrative:
Initially the product was identified as r9010-60-xx. This was because co only knew the diameter of the implant and not the length. The implant has not been returned for eval. Block d has been corrected with "unk", rather than a partial model #, etc. As the implant has not been returned, co cannot be certain it is a lifecore product.

Event description:
Difficulty was experienced during implant placement. Implant hex stripped prior to reaching desired depth. Implant was removed 8/13/97. The site was prepped with a new drill and a new implant was placed. One person affected.